Event description:
The facility reported that the staff member had completed the bath and was in the process of drying the pt. The chair was at a height of 36 inches and the staff member was at the side of the tub. The staff member raised the pt's left arm to dry under it. As she did this, the lift started to tip forward. She had time to get to the front of the lift. The lift slowly tipped over. The pt slipped out of the tub and his feet were on the floor when the lift tipped over. The pt ended up on the floor in a lying position with the chair tipped on top of him and the seat on his back. Staff members assisted in getting the pt off the floor. The pt sustained a small amount of bruising to the back just below the shoulder blade. (B) (4).

Manufacturer narrative:
The bath was examined by an arjo investigator and it was found in good working order with no damages. A similar incident occurred 18 months ago and several actions were taken at that time: all floor slopes were adjusted by a contractor so that there is minimum slope to the floor. All signage with regards to the safe use of the alenti lift was posted. Staff was re-instructed on the proper use of the alenti. A designated area for transferring and drying with the alenti was mapped out on the floor. The investigator was told by the report that: the staff member did not follow procedures regarding the safe use of the alenti in that the seatbelt was applied loosely and improperly. The resident should have been lowered down and was not, and the alenti should have been in the designated area. The resident had slid forward during the bath and was not repositioned before removing him from the bath. A memo was sent by the facility to all staff members via email regarding the proper use of the alenti. Physio is re-assessing the resident to see if he should be on the alenti, as it was stated the resident was extremely impaired. The manufacturer has concluded that tipping of the alenti as described in this report can occur if the pt is not suitable for use with this device and recommends that the facility conduct a reassessment of the pt for use with the device. It is stated in the operating and product care instructions for the alenti that the resident should be active or semi-active (i.e., able to sit upright unsupported on the side of a bed or toilet) and should understand and respond to instructions to stay seated in an upright position. The staff member did not follow procedures to ensure that the seat belt was properly applied; that the resident was lowered down from the elevated position; and that the resident should have been repositioned before removing from the bath. The manufacturer also recommends that staff operating this device is retrained in the operating and procedure care instructions for the alenti.